Event description:
It was reported the during a routine device change, right ventricular (rv) and right atrial (ra) leads were not capturing. Fraying was noted in both leads on chest x-ray. Both leads were explanted and replaced. The patient is in stable condition.